Manufacturer narrative:
(B)(4). Associated products; oxf twin-peg cmntd fem lg PMA, item# 161470 lot# 567250. Oxf anat brg rt lg size 3 PMA, item# 159582, lot# 2327803. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2023 -00068, 3002806535 -2023 -00069. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery after nearly 10-year post-implantation of right knee implant due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.